Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced due to eri noted during follow-up in clinic. It is unknown if it was a normal battery depletion or premature battery depletion. Patient¿s condition was good during and after the procedure.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits.